Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. The patient had pain, some bumps and there was redness at the lead site. The physician believed that the infection was not device nor procedure related however, it was due to the patients hygiene practices. The patient was prescribed with antibiotics. All device components were explanted and were not returned as they were kept by the medical facility. The patient was doing well postoperatively.